Manufacturer narrative:
(B)(4). H11: unknown bearing. Mechanical (g04) ¿ femur 4756. D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign: event occurred in france. G2: literature: siret, e., sammartino, f., bernard de villeneuve, f. Et al. Minimum ten years follow-up of total knee arthroplasty using morphometric implants in patients with osteoarthritis. International orthopaedics (sicot) 50, 393¿400 (2026). Https://doi.org/10.1007/s00264-025-06703-0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that two patients experienced postoperative knee stiffness that was successfully managed with manipulation under anesthesia. Attempts have been made and no further information has been provided.